Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump history showed pump reboots had occurred. The battery compartment was found to be cracked along the threads. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. The battery cap threads were observed to be stripped and damaged. A power loss occurred during testing. A test cap was used for a 24 hour test without any reboots occurring. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was rebooting and the battery compartment was chipped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.